Event description:
Received email from bard helpline from patient who had undergone an endo suture procedure with a doctor at a clinic. Patient states that 16 hours post procedure, patient presented at the ER with internal bleeding. Patient was given two blood transfusions and remained in the hospital for two days. The patient's file indicates that during the suturing procedure, there was a hematoma at the site of the first stitch, but it did not increase in size during the remainder of the procedure. The procedure was completed normally.